Event description:
It was reported by the physician that they were using the cs-25502 as a substitute product for the cs-14502. It was not evident that the set contained another spring wire guide (swg). The physician told the sales representative that the swg is too soft and caused strong hematomas on several children.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.